Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that: patient did bilateral tkr on (B)(6) 2021. Now complaint about swollen left knee. Revision done on (B)(6) 2025; change of insert left knee.